Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, "there was a leak at the graduated flask". The procedure was completed with another of the same device and there were no pt complications reported. Although several attempts were made to obtain additional follow up, there is no further info regarding this event.

Manufacturer narrative:
The device has not been returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed. (6)(4).